Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed the blood leak was external and occurred on (B)(6) 2023 during an unknown duration after imitation of the patient's treatment. The bmt stated blood was noted leaking from the dialyzer housing itself. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Blood was visually observed within the dialyzer housing. Blood test strips were not used. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an external leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed the blood leak was external and occurred on (B)(6) 2023 during an unknown duration after imitation of the patient's treatment. The bmt stated blood was noted leaking from the dialyzer housing itself. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was external. Blood was visually observed within the dialyzer housing. Blood test strips were not used. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.